Event description:
It was reported that during lung removal surgery the pt's blood pressure decreased from 104/69mmhg to 74/45mm/hg, eight minutes after initiation of a red cell (rc-map) transfusion. The transfusion was stopped for seven minutes and the pt's blood pressure rose to 114/69. Upon resumption of the transfusion, blood pressure fell to 82/48. The transfusion was then completed using only an administration set, and no further hypotension was observed. This pt experienced a hypotensive reaction to a transfusion seven weeks earlier (medwatch report number 2432733-1998-00003. No pt sequelae were reported.

Manufacturer narrative:
Device evaluation/analysis: the symptom of hypotension during red cell transfusion using the device appears limited to a small cohort of conditions, all of which cause vascular instability in the pt prior to being transfused. Such conditions, known to give rise to vascular instability, may be any one or several of the following circumstances: hemodialysis, cardiac surgery, congestive heart failure, transfusion through central lines, and use of medications that result in vascular instability, especially angiotensin converting enzyme (ace inhibitors), and rapid transfusion flow rates. In this specific case the conditions were: administration of medication known to give rise to vascular instability (ace inhibitors), previous history of predisposition to hypotension, and anesthesia. These conditions, per se, do not result in precipitous hypotensive reacion. It appears that some variable in the blood component transfused, as well as an unidentified idiopathic factor in the pt, must also be present. Indeed, other units of platelets were transfused through the same model device to this pt without incident, or with allergic symptoms. It is unclear as to whether when the preceding conditions and/or practices exist in the proper configurations, whether the device also plays a contributing role in the reaction observed. The device has been used for multiple thousands of transfusions (in the absence/and presnece of the above conditions), without incidence of hypotension reactions. There has been no correlation between mfg lots and these reactions. The lot number was of the device was not identified, nor was the device retained. Accordingly, evaluation of the mfg and field histories could not be achieved. This category of reactions appears limited to a small number of health care facilities. Although this reaction could be consistent with the presence of a short-lived biological modifier, no evidence of such a modifier was confirmed in this instance. The specific cause of this low frequency hypotensive reaction remains unidentified. Following the transfusion, the pt's symptoms resolved.